Manufacturer narrative:
(B)(4). Concomitant medical products: 195909, vgxp intlk femoral rt 62.5, 758620, 141224, biomet cc I-beam tray 75mm, j3635331, 183540, vngd cr lip tib brg 10x71/75, 785180. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01506, 0001825034 - 2018 - 01507, 0001825034 - 2018 - 01508. Product location unknown.

Event description:
It was reported that the patient experienced pain affecting activities of daily life at the 6-month follow-up visit. At the 1-year follow-up visit, use of a cane was reported, which is suggestive of medical intervention. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated via joint assist records and the reported event was not confirmed. Joint assist records were provided. Patient had a patella fracture due to a fall. No indications that fall was due to patient¿s knee replacement. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced an avulsion patellar fracture due to a fall 1 week before the 1-year follow-up visit. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.